Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the cartridge passes visual inspection, no damage or defects were observed to the luer, o-rings, plunger, or cartridge body. A force test was performed with no failures at the conclusion of testing. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The patient's mother contacted animas on (B)(6) 2012 to report that she noticed that they have had to prime a larger amount of insulin when changing out the pump's cartridge. At the time of troubleshooting, customer support noted that the reporter is using correct technique. Review of prime history revealed primes of 18.5u on (B)(6) 2012, 21.9u on (B)(6) 2012 and 24.5u on (B)(6) 2012. The reporter confirmed the patient is disconnected from the pump when she performs prime step. During the call, the patient's mother informed customer support that the patient's blood glucose (bg) before dinner was 280 mg/dl. She reported that they changed the patient's site (from buttocks to stomach) and 1 hour after eating the patient's bg dropped to 40 mg/dl. There was no mention of symptoms. The patient's mother reported that she treated the patient's low bg and the patient's bg responding appropriately. At the end of the call, the reporter stated the patient's bg was up to 187 mg/dl. Customer support noted that review of pump indicated no unintended boluses were delivered and the programmed basal rate was correct. The patient's mother stated that the patient has scar tissue on buttocks and does notice how low bg occurs when she changes site to stomach. Customer support advised the reporter to talk to patient's hcp regarding site selection and absorption issues. This complaint is being reported because, the patient developed signs and/or symptoms suggestive of severe hypoglycemia while on insulin pump therapy. However, there is no evidence that the alleged issue the reporter called in (large prime volume) caused or contributed to the serious injury. The reporter confirmed the patient was disconnected at the time of the prime.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of prime had occurred which could not be duplicated during testing. A loss of prime was induced during testing and the pump gave the appropriate audiovisual alerts. The complaint could not be duplicated during investigation. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.